Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a non-calcified right common femoral artery after an interventional procedure. Reportedly, the access site had moderate to a lot of scar tissue present. The clip was deployed and the device body became difficult to remove due to the scarred tissue. The safety features were accessed and the device came out of the patient's anatomy without further difficulty. The clip achieved hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A device can be difficult to remove due to a number of factors including, but not limited to tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.